Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The sign im nail implant surgery was performed on (B)(6) 2010. A review of follow up radiographic data on 01/27/2015 shows that two of the proximal locking screws are broken. The cause of the broken screws is unknown. The 10mm x 360mm, standard nail was not replaced. The broken screws were not replaced. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fracture is healed and the broken screws present no risk to the patient. Sign fracture care international continues to monitor these conditions as part of our post-market activities.

Event description:
It was reported on (B)(6) 2015 during a 3 year follow up examination of a sign im nail implant to repair a left femur fracture, that the proximal locking screws were broken. The fracture was healed and no further action was taken.